Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR # 2134265-2011-01446 and 2134265-2011-01770. It was reported that post a stenting treatment procedure stent thrombosis occurred and the patient expired. The target lesion was located in the left anterior descending artery (lad). An unspecified balloon catheter was advanced to the mid lad for predilation and was inflated at 6 atms for 21 seconds. A 2.25x12mm taxus liberte atom stent was successfully deployed in the mid lad at 13 atms for 49 seconds. A 2.75x28mm taxus liberte stent was then deployed in the mid lad at 12 atms for 22 seconds and the procedure was successfully completed with no patient complications reported. Approximately 45 minutes later, the patient began to experience severe chest pain and EKG changes and the patient was brought back to the cardiac cath lab. Angiogram was performed and it was discovered that the mid lad was 100% blocked at the proximal edge of the stent. An unspecified balloon catheter was advanced to the lesion and was inflated the first time at 12 atms for 17 seconds and a second time at 12 atms for 12 seconds and re-flow was established. The patient was hypotensive and was fibrillated. The patient was intubated and fibrillated again. A 2.5x12mm apex balloon catheter was inserted and inflated at 12 atms for 11 seconds. The patient was fibrillated again and CPR was started. It was noted that the thrombosis had re-formed in the lesion and a 2.5x28mm taxus liberte stent was deployed in the lesion at 10 atms for 17 seconds. A 3.50x15mm non bsc balloon was then inflated at 10 atms for 25 seconds, 10 atms for 11 seconds and 14 atms for 16 seconds. Dopamine was increased and the patient was given epinephrine and atropine. CPR was started again and then the patient was fibrillated. After multiple CPR and fibrillation attempts, the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that after the 2.25x12mm taxus liberte atom stent and the 2.75x28mm taxus liberte stent were successfully deployed in the lesion, the patient left the cath lab with stable hemodynamics and was chest pain free. However, in the recovery room, the patient developed chest pain and became bradycardic. The patient was given atropine and immediately taken to the cath lab where it was discovered that there was an acute closure in the lad stents. A 2.5x12mm balloon was inflated in the lesion; however, there was no improvement. When the 2.5x28mm taxus liberte stent was deployed in the lesion, it was noted that it re-constituted good distal flow; however, there was residual in-stent haziness which was ballooned with a 3.5x15mm non bsc balloon, resulting in good distal flow. Shortly after, the patient went into ventricular fibrillation which required full CPR measures. CPR was performed for 32 minutes. The patient would not respond to these measures and expired.